Event description:
Country of complaint: (B)(6). Threads is breaking.

Manufacturer narrative:
MFR site evaluation: samples received: 1 open cassette. There are no previous complaints of this code/batch. There are no units in OEM stock. Thread in the cassette received breaks easily due to cassette is already opened and thread is degraded. Thread degrades by hydrolysis because of air humidity, therefore it must be used within 4 months once opened. Date of cassette's opening must be written as it is indicated on instructions for use. Opening's date is not written in the cassette received, so we can not carry out proper analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during this process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventative actions: na.